Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter not working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause was determined to be the transmitter and mobile app unable to complete a data transfer. The reported event of the transmitter not working is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.